Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 02/2025).

Event description:
It was reported that during a stent placement procedure, the stent allegedly prematurely deployed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Based on the investigation of the provided information, the investigation is inconclusive for self-deployment at the lesion site after deployment initiation. A definite root cause for the reported event could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use closely describes holding and handling of the system throughout deployment; in particular the instructions for use state: 'to maximize stent placement accuracy, slowly and deliberately deploy the distal portion of the stent until you have visual confirmation of wall apposition before steadily deploying the remaining length of the stent.'; 'prior to stent deployment, remove all slack from the catheter delivery system to avoid stent misplacement.', and 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.' The instructions for use further state: 'during stent deployment, the entire length of the catheter system should be kept as straight as possible. Maintaining a straight catheter under slight tension during stent deployment is recommended to improve placement accuracy.' The instructions for use contains a table describing the unconstrained stent diameter versus the reference vessel diameter at recommended oversizing. H10: d4 (expiration date: 02/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly prematurely deployed. There was no reported patient injury.